Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via an unspecified vein due to pulmonary embolism (pe); orthopedic surgery. Patient is alleging migration and vena cava perforation. Patient notes and further alleges " I have a lot of stomach pain due to the filter. My back hurts a lot more, especially when walking. I have abdominal and stomach pain, swelling of legs, and lower extremity pain. I cannot go on walks as frequently as I used to. I have anxiety because of the filter and not knowing about my blood clots and where they will move to next". Additionally, patient notes limited mobility and ability to exercise. Per the CT abdomen/pelvis dated (B)(6) 2017: "the hook of the cook celect retrievable ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 18mm. One (1) anterior strut perforates the ivc wall 17mm and is embedded in the bowel. One (1) medial strut perforates the ivc wall 14mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 17mm and contacts the l3 vertebral body. One (1) lateral strut perforates the ivc wall 18mm and contacts the bowel. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified".

Manufacturer narrative:
(Device code): appropriate term/code not available for vena cava perforation. (Device code): appropriate term/code not available for organ perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Migration, vc/bowel perforation, dvt, pain, swelling, anxiety, depression and limited mobility/exercise. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain, swelling, anxiety, depression, limited mobility/exercise are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.